Manufacturer narrative:
Final analysis found burn marks on the circuit board/printed circuit board (pcb) which resulted in damage to the transmitter's ac power adapter which was attributed to a lightning strike. The lightning strike caused high current flow to go through the ac wall power outlet, which burnt components on the ac power adapter's electronic circuit boards. Electrical storms or lightning strikes could potentially generate thousands of amperes of current flow, which can severely damage the circuit boards of these devices.

Event description:
It was reported that the transmitter was damaged by a lighting strike causing immediate damage to the transmitter¿s power adapter. The transmitter would no longer power on. There was no known allegation that suggested that was related to the transmitter. Analysis of the transmitter found burn marks to the main pcb circuit board.